Event description:
It was reported that during a stenting treatment procedure, a partial stent deployment occurred. The target lesion was in the carotid artery. The physician advanced a 10.0x31 carotid wallstent to the lesion but was unable to cross. Upon removal of the device it was noted that the stent ends protruded from the outer sheath. The procedure was completed with another 10.0x31 carotid wallstent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).